Manufacturer narrative:
The left ventricular assist device was returned for analysis on 4/29/98. The MFR's analysis of the device revealed the following results: it appears that suture intended to assist in securing the outflow graft conduit assembly to the outflow valve conduit assembly was not applied at the time of device insertion. Section 9.6 of the left ventricular assist device directions for use describe how to apply this suture, its indent and has a warning describing the consequences of failing to secure the outflow graft screw ring adequately. In addition, a letter was sent to left ventricular assist device users in november 1997 which also stressed this connection and the importance of this suture as one of its points. A review of the left ventricular assist device mfg records revealed that the device met all applicable specs upon MFR. Based on the information available, it appears this event was caused by the lack of a suture being applied to the outflow graft conduit assembly/outflow valve conduit assembly connection. No further info is available. The mfg is now closing its file on this event.

Event description:
Na